Manufacturer narrative:
Concomitant medical products: tibial insert (cat# 02-010-01-0330); tibial tray (cat# 02-012-43-3020). As reported by the exactech knee replacement study, approximately five-year post right tka, this (B)(6) y/o female patient had right knee revision surgery. The reason for revision was not reported. The event is unlikely related to the device or the procedure. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is patient conditions.

Event description:
As reported by the exactech knee replacement study, approximately five-year post right tka, this (B)(6) y/o female patient had right knee revision surgery. The reason for revision was not reported. The event is unlikely related to the device or the procedure.